Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when an rn disconnected the trifuse, the single end of the infusion set broke. The medications that were infused through this line were potassium chloride, epinephrine, furosemide, sodium chloride, heparin, nicadipine, morphine, rocuronium, midazolam, milrinone, calcium chloride, calcium gluconate and atropine. The customer did not know which medication was infusing during the event. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the luer breaking was confirmed. Visual inspection showed that the male luer collar was cracked and separated from the set. Due to the damage, functional testing could not be performed. The root cause of the breakage is prolonged alcohol exposure to the male luer from the attached green swab cap.